Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's sister reported the garment was too tight and the patient had blisters under the therapy pads on her back and along the wiring. Field services reported the area was red and irritated and the irritation was oozing onto the garment and stated the patient may have a metal allergy. The patient was remeasured and found to be in the correct garment size. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to apply benadryl or hydrocortisone on the irritation. The irritation improved with the use of hydrocortisone. Supplemental report 9/21/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's sister reported the garment was too tight and the patient had blisters under the therapy pads on her back and along the wiring. Field services reported the area was red and irritated and the irritation was oozing onto the garment and stated the patient may have a metal allergy. The patient was remeasured and found to be in the correct garment size. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to apply benadryl or hydrocortisone on the irritation. The irritation improved with the use of hydrocortisone.